Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to posterior and anterior repair. Following insertion, the patient experienced uterine and vaginal procidentia, stress incontinence, proposed bladder and difficulty sitting.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat uterine and avaginal procidentia, stress urinary incontinence, prolapsed bladder, and difficulty sitting. It was reported that the patient had the concurrent procedures of a sacrospinous fixation and pubovaginal advantage sling performed during mesh implantation. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to recurrence of prolapse, ulcerations and stones. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-33590. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. An advantage mesh as also implanted at that time. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.